Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2011 due to dislocation. The acetabular liner and modular head were removed and replaced. Only the acetabular liner was manufactured by biomet (B)(4). No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." (B)(4).